Event description:
It was reported that during a remote follow up, inadequate capture was noted on the left ventricular (lv) lead. The device was reprogrammed to disable the lv lead. Later, the lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The s-curve was measured to be within specification.